Manufacturer narrative:
The trial leads were explanted but were not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a trial patient had developed an epidural abscess, as well as headaches and lower back pain. The patient has a history of staph and other infections. The patient was hospitalized and was placed on IV antibiotics therapy through a PICC line. There have been no further reports of complications.